Event description:
The customer obtained a falsely elevated atellica im high-sensitivity troponin I (tnih) result for one female patient sample. The initial result was reported to the physician(s), who questioned the result. The sample was re-centrifuged and repeated on the same atellica im analyzer, which produced similar results. The sample was repeated on an alternate method 1 and the result was lower. The sample was tested on another alternate method 2 and the result was lower compared to atellica im results. The result from alternate method 2 was considered as correct by the physician(s). There are no reports that treatment was altered or prescribed or adverse consequences due to the elevated atellica im tnih results.

Manufacturer narrative:
An outside the united states customer obtained a falsely elevated atellica im high-sensitivity troponin I (tnih) result for one female patient sample. The sample was re-centrifuged and repeated on the same atellica im analyzer, which produced similar results. The sample was repeated on an alternate method 1 and the result was lower. The sample was tested on another alternate method 2 and the result was lower compared to atellica im results. The result from alternate method 2 was considered as correct by the physician(s). Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result: 48.39 ng/ l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate after re-centrifugation ( 48.75 ng/l and 46.58 ng/l). This indicates a sample/patient specific incident. The sample was also run on alternate method 2 troponin I with low/normal results: alternate method 2 tni result: 6.9 ng/l. (Alternate method 2 reference interval: female 10ng/l; male 20ng/l), no sample was available to be sent to siemens for further investigation ie for any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method 1 troponin or other alternate methods for troponin will have similar results. The elevated ctni values in patients without ami section of the atellica im tnih instructions for use (IFU) states: "there are conditions other than ami that are known to cause myocardial injury and elevated ctni values." The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." No potential product issue is observed. The customer is operational.